Event description:
It was reported from china that during service and evaluation, it was determined that the motor device was leaking liquid, had unintended activation/motion, and insufficient/low power. It was further determined that the device failed pretest for safety assessment, rotational speed assessment, and oil leak assessment. It was noted in the service order that the gas pipe (hose) was bulging during the unknown surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the gas pipe (hose) was bulging during the unknown surgery was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was leaking liquid and had unintended system motion. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).